Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 96 mg/dl (performa) and 222 mg/dl (doctor's meter). The caller reported that the patient's test strips were used with both device's. No adverse event reported. Return of the suspect device was requested for evaluation.